Event description:
While completing antigen surveillance testing for staff with bd test supplies, one staff member had only the one line on the test cartridge before placing into the bd test machine which then read that the test was positive. Removed the test cartridge from the bd reading machine and tried in the another bd reading machine and read negative. Placed back the in the original reading bd machine and read negative. Due to the manufacturer guidelines had to treat the staff member as a positive. Completed a state hygienic lab test on staff member the same day as bd test (B)(6) 2020 with results returned as negative on (B)(6) 2020. Completed the 2nd pcr shl lab test on (B)(6) 2020 24 hours from the test the day before results returned on (B)(6) 2020 as negative for covid-19. Due to having two negative pcr, the bd test is now ruled a false positive for staff member. FDA safety report ID# (B)(4).